Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device is behaving in a manner consistent with premature battery depletion (pbd). The patient is scheduled for a replacement procedure in the near future. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the device is behaving in a manner consistent with premature battery depletion (pbd). The patient is scheduled for a replacement procedure in the near future. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported. The device was returned and analysis complete.